Manufacturer narrative:
The lot number is not known so the device history record review is not possible. The device not saved for return so device evaluation not possible. The trend analysis conducted showed no adverse trends. Estimates used for patient's age, gender and weight because actual demographic information was not provided. Without device sample return, hollister cannot determine if the strap latch door was properly closed during the routine assessment by the respiratory therapist or if it opened by itself in use. The root cause of the event cannot be determined. Hollister also received this as a FDA medwatch on 2/1/2021. Medwatch number is mw5098751.

Event description:
It was reported that a patient in the medical ICU who was covid positive had an unplanned extubation while using the hollister anchor fast endotracheal tube fastener. Per the rn, the clip on the device popped open ¿ hour after the respiratory therapist performed a routine assessment on tube position and during nursing repositioning the patient. The et tube was forced out of the airway by high vent pressure. The et tube was removed and patient immediately bagged.